Manufacturer narrative:
(B)(4). Device 1: serial number - (B)(4). Device 2: serial number - (B)(4). Method: the complaint rd900 neopuff infant resuscitators were received at our fisher & paykel healthcare (f&p) service center in (B)(4) where they were inspected and performance tested by a trained f&p technician. The manometers of both rd900 neopuff infant resuscitators were returned to fiesher & paykel healthcare in (B)(4) for investigation. Results: visual inspection of each manometer showed no physical damage to either unit. However, when they were tested, both manometers were confirmed to be out of specification. The enclosures of both neopuff resuscitators, when assessed at the service center during performance testing, showed signs of physical damage. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. We note that both of the complaint neopuff resuscitators are over 13 years old. The neopuff technical manual states the following: dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A hospital in (B)(6) requested servicing of two rd900 neopuff infant resuscitators. During servicing, the manometers of the rd900 units did not pass performance testing and were returned to fisher & paykel healthcare in (B)(4) for further testing. Evaluation of the returned manometers on 15 april 2019 revealed that both manometers were out of specification. There was no patient involvement.